Manufacturer narrative:
(B)(4). Pump was received with a no (act and esc) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Event description:
Customer reported via phone call that the insulin pump had a act button. Customer¿s blood glucose value was unknown. The device will return for the analysis.